Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient had needle aspiration and draining in (B)(6) 2024. The recipient swelling resolved and resumed device use.